Manufacturer narrative:
(B)(4).

Event description:
It was reported "while placing the actual cvc line (after initial placement of guidewire, skin nick, dialator insertion, confirming guidewire free and mobile, etc.) The guidewire kinked and migrated out of rij vessel. This necessitated new attempt for placement of line (using a different guidewire from a cook catheter kit). Additional information from the customer was requested, no information is available at this time.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Corrected data: section d.4. Partial UDI number removed. The full UDI number is not available as complainant did not report a lot number.

Event description:
It was reported "while placing the actual cvc line (after initial placement of guidewire, skin nick, dialator insertion, confirming guidewire free and mobile, etc.) The guidewire kinked and migrated out of rij vessel. This necessitated new attempt for placement of line (using a different guidewire from a cook catheter kit). Additional information from the customer was requested, no information is available at this time.